Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/11/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/30/2014 with the following findings:a review of the black box showed a call service alarm on 03/24/2014. No call service alarms occurred during testing. No intermittent connection was found to the motor circuit. The complaint was not duplicated. Unrelated to the complaint, moisture corrosion was observed on the battery cap. The pump passed a leak test and no moisture contamination was found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).